Manufacturer narrative:
Insulin pump received with blank display due to broken solder joint on interface board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, displacement test or verify battery out limit alarm, off no power alarm due to blank display. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube.

Event description:
It was reported via phone call that insulin pump had a blank display screen. After several battery changes, insulin pump received a battery out limit alarm. Customer's blood glucose was 226 mg/dl. It was reported that battery compartment was damaged. Customer was advised that insulin pump would need to be replaced.